Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. However, a device investigation is necessary to determine a root cause. Further monitoring is planned as the speech perception is still not affected.

Event description:
In situ testing showed fluctuating impedances.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed fluctuating impedances. The child responds to speech well, however he reported that he doesn't feel comfortable to wear the left processor.